Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before an interventional coronary procedure, while unpacking the 2.75 x 12 mm rx xience prime, the plastic pouch was noted to be compressed at the proximal section leading to a shaft separation 5 cm from the handle. Another xience prime was successfully used to complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned xience prime device confirmed the presence of a kink in the dispenser coil and damage to the stent delivery system (sds). A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this deficiency. Factors that may contribute to kink/bend damage to the dispenser coil and damage/separation to the sds include but are not limited to mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. In this case, the chipboard box, foil pouch and tyvek pouch were not returned; therefore any potential packaging damage could not be confirmed. Based on the available information, there is no evidence to suggest that the device issue is related to the manufacturing process.